Manufacturer narrative:
No patient involvement , (B)(4). High test results, (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Manufacturer narrative:
Serial number: was updated from (B)(4) to (B)(4). No other troubleshooting or maintenance was performed. The service history for serial (B)(4) as of (B)(4) 2011 includes no recurrence of discrepant results and no other complaints reported. The result log from (B)(4) verifies the issue. The message history log shows level sense error 3375 (unable to process test, aspiration error occurred) occurred at 12:01:44. This indicates a possible issue with the sample probe around the time the suspect sodium (na) test was initiated. However, the pm (pressure monitoring) and lls (liquid level sense) logs were not available to further evaluate the suspect sample aspiration and dispense pm (pressure monitoring) data. A review of c8000 complaints and a review of c8000 trending data in the clinical chemistry metrics did not identify an adverse trend or product issue related discrepant na results or erratic c8000 results. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to ict testing and troubleshooting the customer's issue. The c8000 sample pipettor includes a fluid sense/pressure monitoring system that helps to identify errors in aspiration. However, there are limits associated with this technology. Based on the available information a specific cause for the high na result was not identified. The evaluation could not rule sample integrity and/or handling as a contributing factor. A deficiency was not identified.

Event description:
The account stated a patient generated an elevated architect c8000 sodium result of 161 mmol/l which repeated at 139 mmol/l. The specimen was rerun on another analyzer with sodium of 141 mmol/l. The elevated architect c8000 sodium result was not reported outside of the laboratory. No impact to patient management was reported. No specific patient information was provided.